Event description:
It was reported the powerseal curved jaw sealer and divider had an incomplete cycle and the metal was missing. There was no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.